Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and did not find any indications of cartridge mechanical issue. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022, a customer reported a suspected false positive result from the cue covid-19 test cartridge, home & otc. On the same day, the customer took a covid-19 antigen test and received a negative result. On (B)(6) 2022, the customer received negative covid-19 results from a cue covid-19 test cartridge, home & otc, a covid-19 antigen test and a sars-cov-2 pcr test. On (B)(6) 2022, the customer received negative covid-19 results from a covid-19 antigen test and a sars-cov-2 pcr test. Customer does not have covid-19 symptoms.